Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 40 mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 73 mg/dl. Customer blood glucose reading at the time of the incident was 40 mg/dl. Customer treated their low blood glucose reading with food. Customer infusion set was changed on (B)(6) 2017. Customer was using novalog insulin. The reservoir mirrors same amount of insulin with insulin pump screen. Customer recently started using the insulin pump. Customer stated the insulin pump was not exposed to magnetic fields. Insulin pump will not be returning for analysis.